Event description:
While opening the coronary radial pack for my catheter procedure, it was noted that there was some black colored looking substance in the two bowls that come in the pack. The table was then thrown away and a new pack was opened, and the patient was prepped in the usual fashion with no other issues. A complaint was submitted to regard, the pack manufacturer.